Event description:
It was reported that the cannulated drill bit broke off in the patient but they were able to get it out. Nothing was left behind. No patient injury or complications were reported.

Manufacturer narrative:
The investigation was limited to the information provided as the device has not been returned for examination. The investigation could not draw any conclusions about the reported event. Should the device be received, the investigation will be reopened.